Event description:
Following a diagnostic procedure, an angio-seal device was placed, without incidence; hemostasis was immediate. The pt was discharged three hrs later. One hr after discharge the pt returned to the hosp with a complaint of leg pain. A doppler was obtained and indicated there was no distal blood flow to the right extremity. The pt was readmitted and she went to surgery. She underwent an embolectomy, repair of the vessel, and fasciotomy. Per the caller the "anchor was causing a clot to form". The pt tolerated surgery well and was discharged home on 01/10/1998. Follow-up with dr on 01/21/1998 indicates the pt has done fine post op.